Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: impella cp was inserted percutaneously via the left femoral artery in an 83 year old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During support, nursing staff reported that the patient¿s urine appeared tea colored, consistent with hemolysis. In response, impella placement was checked and support was reduced to p4. The onset of hemolysis occurred after the initiation of impella support. It is unknown whether the device was removed due to this event. No additional contributing factors were reported. The impella cp device was successfully explanted after 4 days of support. The post-procedure outcome was survived at explant. Hemolysis is a known risk associated with impella cp as described in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary: hematuria/ ppae: the cause of the hematuria was not determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
H6 updated. Corrected data e0303 removed from h6. The investigation is still ongoing.